Manufacturer narrative:
Investigation summary: the DHR was performed, maintenance record analysis and quality notification analysis and no deviations were found for this batch. No samples / photos were sent by the customer therefore it is not possible to perform an investigation and determine the root cause for the incident. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. The incident identified by this complaint will be monitored to tendency analysis.

Event description:
It was reporter that the ser plastipak 10ml s ls experienced stopper separation from the plunger prior to use. The following information was provided by the initial reporter: the 10ml syringe: the stopper is partially detached from the plunger. The syringe was not used, the problem was noticed in the product inside its sealed package.